Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient underwent an isometric movement analysis revealing a reproducible right atrial (ra) lead noise oversensing. The ra lead was explanted and replaced on 16 nov 2023. The patient was in stable condition.